Manufacturer narrative:
Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that there is evidence suggesting that this right atrial (ra) lead had a dislodgement. Also, palpitations were felt by the patient. This lead remains in service and lead revision is on hold due to the covid19 situation. No additional adverse patient effects were reported.